Event description:
A customer contacted baxter (B)(4) regarding damage found on the disconnect kit, before use. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a damaged disconnect cap of a transfer set was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue. A uv flash disconnect cap sample was received for evaluation. The returned sample was visually inspected and a molding defect was noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.